Event description:
Customer called stating her pump gave her a button error alarm. Button error t/s per dop. Patient's bg is 300 mg/dl. Customer also, reported ther was an emergency room visit for their high bgs. Nothing further reported.

Manufacturer narrative:
Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons function properly. No button error alarms noted. However moisture damagewas noted on keypad traces during visual inspection.